Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged line through display issue was not duplicated. The pump powered up to a display with no added or missing lines. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the reported line through display issue, the display was found to have a reddish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).